Event description:
It was reported the ventricular lead was explanted and replaced due to unacceptable thresholds. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported.

Manufacturer narrative:
Evaluation summary: inner insulation breached; partial lead in segments returned and analyzed. No anomalies found; full lead returned and analyzed.